Event description:
Reporteldy, the pt was undergoing a procedure for carcinoma of the lung which had spread from the colon and rectum. The surgeon was using the electrode for a lung surgery and when the surgeon pulled out the needle from the tumor and tried to re insert the needle into the wound an embolism occurred. The pt was moved to ICU and then to another hosp. This incident and pt was referred to an ethics committee who, along with the pt's family and surgeon, decided that follow up surgery at this time would not be efficacious. The pt remained unconscious post procedure. It should, be noted that it was reported that this incident is not related to any fault of the electrode, rather, this is considered a complication of surgery.